Manufacturer narrative:
Meter was not returned for evaluation.

Event description:
On (B)(6) 2013, in the morning, the ibgstar meter indicated a reading of 326mg/dl. She increased humalog (rapid insulin) of 6 iu. One hour later, before going to work, ibgstar displayed 80mg/dl, after breakfast. In the (B)(6), she had the first symptoms. When she arrived at her office, glycemia by one touch ultra was 38 mg/dl despite sugar, fruit juices. She had sweating, shaking, tachycardia, dizziness, weakness. No loss of consciousness. Care was provided by firemen at work.